Event description:
On (B)(6) 2013, the reporter contacted animas regarding a different issue. During troubleshooting, it was revealed there was a call service alarm (54-0000) in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the pump powered on with auditory sound, but no vibration and the display was blank. The original complaint could not be investigation due to a blank display screen. The pump¿s cover was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.